Event description:
It was reported that when the customer received the product, it was noted that the product was damaged in transit. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device discarded by customer.

Event description:
It was reported that when the customer received the product, it was noted that the product was damaged in transit. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.